Event description:
It was reported that approximately 2 years and 7 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation. No patient complications were reported as a result of this event. Additional information was received that approximately two years and six months following the valve implant, examination and imaging showed the aortic valve well seated with no paravalvular leak (pvl)or issues noted. Additional information was received that no treatment was prescribed for the transcatheter aortic valve as it was deemed not to have failed and the patient was not treated for thrombus. The patient is being evaluated for transcatheter mitral valve replacement due to severe mitral regurgitation.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 7 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation. No patient complications were reported as a result of this event. Additional information was received that approximately two years and six months following the valve implant, examination and imaging showed the aortic valve well seated with no paravalvular leak (pvl)or issues noted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 7 months following the implant of a transcatheter valve, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed leaflet thickening with thrombus/pannus formation. No patient complications were reported as a result of this event.